Event description:
Insulation on two electrode extensions "is bursted" which caused a burn to the pt. The customer indicated the "bursting" occurred during sterilization at a temperature setting of 134c.